Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvad) for biventricular support. It was reported that the patient was admitted on (B)(6) 2016 with a thrombosed right pvad (rvad). The system produced alarms indicating an occlusion and pump flow values did not register. The rvad was reportedly completely clotted. The rvad was turned off but remained in situ as the patient was listed for heart transplant. The patient was reported to be hemodynamically stable and was receiving plasmapheresis in anticipation of their transplant listing. The patient was listed as status 1a by exception on the unos transplant list. No further information was provided.

Manufacturer narrative:
Corrected information: it was initially reported that the device was not available for evaluation. However, the device has since been explanted and returned for analysis. The device was returned for evaluation. The analysis is not yet complete.

Event description:
Additional information: it was reported that the patient's paracorporeal ventricular assist device (pvad) for right ventricular support was explanted on (B)(6) 2016. The pvad had remained off and the patient was weaned off of pvad support.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of returned paracorporeal ventricular assist device (pvad). The pump was returned assembled with the braided tubing, y-connector, and cannulas attached. Examination of the inflow cannula revealed a deposition of fibrinous clotted blood. This deposition appeared consistent with poor surface washing and the report that the patient's right paracorporeal ventricular assist device (rvad) was clotted and then turned off. The blood sac was filled with loose blood that had minimal fibrin strands. This blood was drained from the pump before leak testing was conducted. Leak testing was performed on the blood sac and pneumatic sides of the pump, and both passed the manufacturing specifications. The instructions for use lists thromboembolism as a potential adverse event that may be associated with the use of the ventricular assist device system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.